Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no device issue and that the physician wanted to upgrade her to a newer device.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.